Manufacturer narrative:
Device was not returned to the manufacturer. Metal fatigue is suspected separation cause. This type of separation is rare (estimated at 00.03% of devices implanted). This event is being reported because although the patient has no permanent injury or serious deterioration to health the device was removed. Device not returned to manufacturer.

Event description:
Eigtht months after implantation patient returned with recurring hernia. Patient was x-rayed. A separation of the frame of the device was observed on the x-ray. Device was removed with no adverse effects to the patient.